Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch up and down cable was frayed at the distal clevis hub. Also, one of the instrument's grip close cable was frayed at the distal idler pulley. The frayed strands for the pitch and the grip cables were sticking out at the wrist of the instrument. Failure analysis investigation also found that the one of the instrument's conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed the electrical continuity test. The yaw pulley did not show any signs of arcing. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed pitch or grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the wiring at the tip end of the pk dissecting forceps instrument was identified to be frayed. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.